Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of air/water nozzle got into the air/water channel and caused clogging. It was not possible to further presumed the cause of the foreign material entering into the channel since detailed information on handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device for evaluation and repair of angulation issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle is clogged with foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Upon inspection and testing, it was observed that the nozzle is clogged with foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; distal end cover (c-cover) has a dent; light guide lens has a crack; adhesive on distal end rubber coating (a-rubber) has a chip and white-clouded area; adhesive on light guide lens has white-clouded area and is peeled; adhesive on objective lens is peeled; color ring has crack; control unit is damaged; control unit is dirty due to water leakage; connecting tube has a wrinkle; grip is shaved; and a-rubber and connecting tube have a scratch. User¿s complaint of angulation issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device did not need to be soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.